Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a vessel of below the knee (btk). A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During advancing, the balloon became stuck with the guidewire. The balloon was removed together with the guidewire being stuck. The procedure was completed with another of the same device. There were no patient complications as a result of this event.